Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the customer stating the iol remains implanted. The surgery time went a little longer than expected. It is not known currently how the patient outcome will be.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a whitish fiber went into the eye. The fiber was removed with greater force of irrigation. Additional information has been requested.